Event description:
The customer reported that the insulin pump alarmed motor error. Customer stated that he was not wearing the insulin pump for a day and next day he got motor error during bolus. Customer stated has been on manual injections. Troubleshooting was done. Customer's blood glucose was 162 mg/dl. Advised the customer that insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.